Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy procedure, the surgeon was able to squeezed the handle and pressed the green button, but at second firing, the reload did not fire. A new handle was opened and the reload worked properly. The handle that could not be used was in the state that the reload was articulated and it did not work. After the shell and adapter were re-connected to the reported handle and calibration was performed, the device could work. The sales representative noted that there was a connection trouble. There was no patient injury.